Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch made clicking sound when inventoried medication in tower door 4. A field service engineer (fse) removed latch tower and replaced all four latches on that control board to resolve the issue. Further the customer was able to inventory medications in doors 1to 4. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 of fmc 7w1 had failed and was not allowing the facility to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.